Manufacturer narrative:
This report is submitted on (B)(6) 2019.

Event description:
Per the clinic, the patient experienced pain at implant site; as a result the device was explanted (date not reported). The patient was re-implanted with a new device during the same surgery.